Manufacturer narrative:
Repair cannot take place, spare part pim module d9976-00-1178 is not available. Device out of operation since 09/28/21. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event. It was noted that the intra- aortic balloon (iab) was damaged due to the patient's calcified aorta. A second iab was used which also became damaged. As a result blood ran into the safety disk and patient interface module (pim) of the iabp unit. It was noted that no other parts were contaminated. There was no patient harm reported.